Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2. The following sections were corrected: d4; h4. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was attempting to insert the implant into the patient's rotator cuff, the implant fractured. All pieces and fragments of the implant were removed from the patient. There was no foreign body retained or harm to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: denmark. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was inserting the implant into the patient's rotator cuff, the implant fractured. There was no report of foreign body retained or harm to the patient. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: d9. Visual examination of the returned product/provided pictures identified signs of use with some staining on the sutures and on the handle of the device. The anchor has fractured, and not all of the pieces were returned with the device. Part of the anchor remains in the handle of the device. The returned device was reviewed with scanning electron microscopy. Fracture surface artifacts of sheared ductile dimples suggest the bending overload mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.